Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. The patient was hospitalized for one week. The outcome of the peritonitis event was not reported. It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.